Event description:
Modelcb010, lot #1048020 "during an endoscopic pleurodesis, a non-disposable diathermy hook was used along with a disposable endo shear. Pt removed the hook and inserted the shears with the diathermy lead attached. The diathermy was set on 30 cut and 30 goag, and pt had the use of a foot pedal. At this time the scope, the grasper and the shears were inside the patient cavity. There was no port being used at the entry of the endoshears. Pt soon after complained he could hear flesh cracking and on inspection found the shears through their sheath had burned the patient's skin. We immediately discontinued use of the shears. It was apparent no one in the room could say exactly why this occurred." I have forwarded the shears, the packet it came in and the nondisposable handle to you and await feedback on why this product has failed on that day.

Manufacturer narrative:
The incident was likely caused by damage to the insulation of the product. Thus compromised, the insulation failed completely when the device was energized. It is unlikely that the initial damage to the product was inflicted during manufacture. All product in lot 1002986 had passed all quality control inspections. This is the first report of its kind seen by applied.